Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 22-year-old male with cardiomyopathy was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during implant the surgeon was unable to advance the device into the left ventricle due to the patient¿s anatomy. No patient harm was reported.

Manufacturer narrative:
The investigation into delivery issues has been completed since the initial report was submitted. The device was not returned for investigation. Per the clinical information, the root cause of the delivery issue was most likely patient condition related, as the impella was unable to advance into the left ventricle during the implant due to the patient's vessel anatomy.